Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, evidence of moisture was found behind the display lens. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture on the force sensor plate, main printed circuit board, and on the motor flex connector. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Additionally, the keypad cover was peeling at the contrast button. All keypad buttons were responsive during investigation. The keypad cover was removed to find evidence of moisture under the contrast button contact.